Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information became available that this patients right atrial (ra) lead exhibited decreased impedances as well as mode switching due to atrial fibrillation and oversensing. The programming could not be changed.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that this pacemaker was thought to be depleting prematurely due to high outputs on both the right atrial (ra) lead and right ventricular (rv) lead which are needed to maintain adequate capture for this pacemaker dependant patient. The ra lead had, noise, oversensing increased thresholds and was thought to be crushed under the patients clavicle. The right ventricular (rv) lead also had increased thresholds. The system was explanted and successfully replaced. To date, no additional adverse patient effects have been reported.